Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the pyxis bus being burnt out in drawer 5-1 at the station. A field service engineer replaced the bus controller to resolve the issue. After that, preventive maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer failed while dispensing medication for a patient. This incident resulted in a delay in dispensing medication to the patient, and there was no patient harm. There were no adverse events or injuries reported based on this event.